Event description:
Elevated bp; patient went to ER the next day, sodium level was normal, patient not admitted.

Manufacturer narrative:
The gts rep was unable to calibrate the conductivity. The gts rep replaced the "a" conductivity cell. He calibrated and verified a and b conductivity. He then ran through a setup and monitored the conductivity for 2 hours.